Manufacturer narrative:
(B)(4). This complaint for use error - reuse of single-use product due to use error was confirmed because the home patient (hp) explained they had changed out the cassette and then tried changing out the bags. The technical service representative (tsr) determined the home patient (hp) had reused both the bags and the cassette. The tsr explained to the hp that whenever having to changing any items on a set up everything should be changed out and not just one piece of the set up. The tsr advised the hp to dispose of current supplies connected and start over with all new supplies. Since it cannot be determined why the home patient (hp) had reused both the bags and the cassette, the as determined cause for this complaint is undetermined. A labeling review found the labeling to be adequate for the use/user error identified in this incident.

Event description:
The customer contacted baxter's service center regarding a check lines and bags alarm, which occurred on the home choice (hc) during prime. The hp explained that they had changed out the cassette and then tried changing out the bags. The technical service representative (tsr) determined the home patient (hp) had reused the bags and the cassette. The tsr explained to the hp that whenever having to changing any items on a set up everything should be changed out and not just one piece of the set up. The tsr advised the hp to dispose of current supplies connected and start over with all new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.